Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Patient stated the cannula dislodged from the infusion site. Additional method of treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported dislodging. The cause of this event could not be determined. The data presented an 0x1c alarm, indicating the device operated until expiring. The device operated as intended.